Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) pump due to product performance issues. The pump was not refilling properly. Pump was explanted and replaced.

Manufacturer narrative:
Field change: b5, h6,h10. The complaint component was returned and analyzed, and the reported allegation of pump collapsed was confirmed via product analysis. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) pump due to product performance issues. The pump was not refilling properly. Pump was explanted and replaced.